Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, 90% stenosed, eccentric, mid to proximal ircumflex artery, after pre-dilatation with a non-abbott balloon dilatation catheter (bdc) the 2.5 x 23 mm xience prime stent was implanted distally without reported issue. A 3.0 x 18 mm xience prime stent delivery system (sds) was advanced proximal to the first stent but blood was noted coming into the indeflator while the sds was being advanced through the guide catheter. The sds was removed from the anatomy and it was noted that the sds mid-shaft around the guide wire exit notch was kinked and possibly torn. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: inflation: indeflator; guide cath: brite tip b3.5. The device was returned for evaluation. The kink and tear were confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.